Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial inspection of the pod found no evidence of damage to the exposed portion of the soft cannula. The soft cannula was measured to be the correct full length according to specification. Evidence of corrosion was observed inside of the pod. Inspection of the fluid path found a tear in the internal portion of the soft cannula 0.244 in. From the soft cannula nailhead. The tear resulted in the internal leak that contributed to the observed corrosion. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the soft cannula improperly inserting into the infusion site. The cause of the reported improperly inserted soft cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering 3 correction boluses, the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (leg). Ketones were also tested and results were negative. As treatment, patient administered inhalable insulin. The patient's blood glucose history is as follows: (B)(6).